Event description:
It was reported the stimulation turned off while hugging the pt; the device beeped. The pt verified the stimulator had turned off with the pt programmer. The pt's doctor has left the clinic. The pt was having difficulty locating another doctor in the area they live in.